Event description:
It was reported that during a general surgery procedure the clips were malformed and others would not stay on the tissue. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger?asku. Were any unexpected noises heard? Asku. If so, when? Did anything unexpected happen prior to this incident?no. Was the device fired after this incident in or out of the patient? In. The analysis results of the device found that it was received in good visual condition. In an attempt to replicate the event reported the device was functionally evaluated. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. No conclusion could be reached as to what may have caused the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.